Event description:
Sales rep reports following: "on an x-ray postop 3 months picture, the surgeon can see a small space between the solis cage and endplate. The surgeon says that there is no sign off a bone fusion."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.